Manufacturer narrative:
This report is filed july 15, 2016. (B)(4). Device unavailable.

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. It is unknown if there are plans to reimplant the patient as of the date of this report, july 15, 2016.

Manufacturer narrative:
Correction, the 'date of this report' is june 29, 2016, not june 9, 2016, as previously reported. Correction, the 'date received by manufacturer' is june 29, 2016, not june 9, 2016, as previously reported. This report is filed july 15, 2016.